Event description:
It was reported that during the embolization of a ruptured aneurysm, the coil was repositioned and attempts were made to detach the coil. It appeared the coil did not detach however, when attempting to remove the device, it was observed the coil had detached. A portion of the coil remained in the microcatheter. The user pushed the remaining segment out of the microcatheter into the aneurysm using an 0.014 guide wire. There was no clinical sequelae.

Manufacturer narrative:
Sample analysis: no eval has been performed as the sample has not been returned.